Event description:
A report was received that the patient had a suspected infection at the pocket site. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had a suspected infection at the pocket site. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the symptom of infection was pain at the pocket site. The patient underwent a revision procedure wherein the ipg was removed and the physician put antibiotics in the pocket site. It was also noted that the leads were tunneled to the other side of the pocket and a new battery was implanted. The physician believed that the infection was not device nor procedure related and no device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient had a suspected infection at the pocket site. The patient underwent an ipg explant procedure.